Event description:
The stenting procedure was to treat the lad. The bmw guide wire was used throughout the case for multiple stent placements. At the end of the case, as the guide wire was being removed, resistance was felt. The guide wire was pulled free, but the distal end separated. The separated piece was successfully snared from the patient. No additional information available.